Event description:
Wrong size syringe was dispensed 0.3cc vs 1cc. Pt wad injecting 40 unit which was larger than the syringe. Therefore pt might have injected less or had to inject twice to get the correct number of insulin units. (B)(6).